Manufacturer narrative:
Age, weight, and ethnicity: unknown / not provided. Lot number unknown/not provided. Catalog number, lot number, UDI number, expiration date: unknown as the lot number was not provided. If implanted; give date: n/a. The ovd (ophthalmic viscoelastic device) healon pro is not an implantable device. If explanted; give date: n/a. The ovd (ophthalmic viscoelastic device) healon pro is not an implantable device; therefore, not explanted. Initial reporter phone: (B)(6). MFR phone: (B)(4). The ovd (ophthalmic viscoelastic device) healon pro is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The lot number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer had issues with healon pro. This high pressure was observed in the post-surgery consultation. The surgeon used healon pro and attributed the event to the viscoelastic and thought it may have caused the increase in postoperative intraocular pressure (iop). It was learnt that the patient¿s affected eye was the left eye, iop 57. Through follow-up it was stated that the patient was treated with carbinib-r to lower intraocular pressure and the pressure automatically started to drop but this has not been confirmed. No further details have been provided.